Manufacturer narrative:
Correction: g2 additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid encountered within the cassette compartment, pump door, particulates around the catch post area, and within cassette compartment. A post- accelerated stress test (ast) 2-hour 15-minute 8500 ml simulated treatment failed due to a make sure the heater bag is on the heater tray and the line is not clamped message during fill 1 of fill 5. The simulated treatment was canceled to troubleshoot the failure and it was traced to a clogged filters in the pneumatic lines. Replaced the filters. The cycler underwent and passed a system air leak test, valve actuation test, mushroom head check, and patient sensor calibration check. A second post-ast 2-hour 15-minute 8500 ml simulated treatment was performed and completed without any failures. No fluid leaks in test cassette during test. An internal visual inspection identified evidence of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. Fluid was present in the filter. Clogged filter is a related to the reported air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during step 9 of their pd end treatment. The patient reported receiving an air detected in cassette alarm during unknown phase of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak was discovered in the pump module area and on the external of the cassette the patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn reported that the fluid leak occurred from the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during step 9 of their pd end treatment. The patient reported receiving an air detected in cassette alarm during unknown phase of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak was discovered in the pump module area and on the external of the cassette the patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn reported that the fluid leak occurred from the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.